Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9260290. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-09-17. Medical device lot #: 9260286. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-09-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "it was reported that citrate tubes are overfilling." 1 of 3 complaints.